Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose value was 52 mg/d. The customer¿s mother was reported other blood glucose values such as 65 mg/dl, 128 mg/dl. The customer was treated for low blood glucose with glass of milk. The customer¿s mother was reported that the sensor had a little blood on it. The customer¿s mother was declined to troubleshooting for low blood glucose level and for blood at site and tape not sticking. The insulin pump will not be returned for analysis.